Event description:
It was reported that the user called for supply-change assistance, mentioned low blood glucose, and the agent observed earlier elevated glucose with noted missed meal announcements. The event was associated with improper or incorrect use of the device workflow and involves the user interface. Symptoms included hyperglycemia peaking at 255 mg/dl followed by subsequent hypoglycemia with a nadir of 55 mg/dl. Outcomes included minor injury of hypoglycemia no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no device problem and identified a usage problem related to missed meal announcements, with the user interface implicated as the involved component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.